Event description:
It was reported that the pacemaker recorded a stored signal artifact monitoring (sam) episode which revealed this right ventricular (rv) lead exhibited high out of range impedance measurement of greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. The plan was to have the patient seen in clinic for provocation testing and lead investigation. No adverse patient effects were reported. This product remains in-service.